Event description:
Approx two weeks after device application it was noted one of the screw carriages was broken. The carriage was replaced without incident. Two "laters" later a second screw carriage broke. This was also replaced without incident. There was no injury to the patient. It should be noted that the patient is weightbearing.